Manufacturer narrative:
Final analysis found that only the connector portion of the lead was returned. All the damage identified was consistent with that occurring at the time of the explant procedure.

Event description:
It was reported that the patient has deceased. The cause of death was reported to be cardiac arrest. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.